Event description:
There was an allegation of questionable ise indirect gen 2 sodium results from the cobas 8000 cobas ise module. No information was provided to determine if the questionable result was reported outside of the laboratory.

Manufacturer narrative:
The electrode lot numbers and expiration date were requested but were not provided. The field service engineer washed the ise flow path. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the issue was consistent with pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.